Event description:
Dr was performing a lap nissen procedure when the small hook broke off the distal end of the instrument while in pt. Dr looked for but could not locate broken piece. He then replaced instrument and completed procedure. Other than missing piece, there was no adverse impact on pt. I inquired whether dr x-rayed the pt to confirm the piece was there and, if confirmed, did he plan to reschedule pt for a procedure to remove the broken piece. At this time, the hosp declined to provide further info regarding the incident.